Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID: mdt-ICD implantable cardioverter defibrillator (ICD). (B)(4).

Event description:
It was reported that during the procedure to replace the device for normal battery depletion, the right ventricular (rv) lead had an intra-operative conductor fracture. Of note, prior to the procedure and during the testing during the procedure, the lead tested without any issues. The lead was partially removed with the rest of the lead being capped. A new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal portion of the lead was received measuring 17.5 cm. Analysis was performed and no anomalies were found ,visual summary analysis of the lead indicated apparent explant damage. (B)(4).

Event description:
It was reported that during the procedure to replace the device for normal battery depletion, the right ventricular (rv) lead had an intra-operative conductor fracture. Of note, prior to the procedure and during the testing during the procedure, the lead tested without any issues. The lead was partially removed with the rest of the lead being capped. A new lead was implanted. No patient complications have been reported as a result of this event.